Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that "image flickers" occurred due to faulty printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the video system center image flickers and is not visible. The issue occurred during preparation for use intended for a diagnostic gastrointestinal endoscopy procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.